Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/01/2010, 12/02/2010 and 12/06/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A user facility reported that an 18.0d intraocular lens (iol) was exchanged for a 20.0d iol of the same model. Additional info has been requested.